Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the relion insulin syringes 3/10ml 31 gauge, 6mm experienced scale marking issues. The following information was provided by the initial reporter: consumer reported finding half of this box line markers on the scale start below the normal place on barrel of syringe.

Event description:
It was reported that the relion insulin syringes 3/10ml 31 gauge, 6mm experienced scale marking issues. The following information was provided by the initial reporter: consumer reported finding half of this box line markers on the scale start below the normal place on barrel of syringe.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 05-oct-2023 h6: investigation summary customer returned (22) 0.3ml 31g 6mm syringes and an empty open polybag from the lot# 3009192. It was reported by the consumer that finding half of this box line markers on the scale start below the normal place on barrel of syringe. All the syringes were inspected via gauge to ensure correct placement of the graduation markings and observed the return samples found to be within permitted specifications. A review of the device history record was completed for batch #3009192. All inspections and challenges were performed per the applicable operations qc specifications. Based on the sample received, embecta was not able to confirm the customer indicated failure. The root cause cannot be determined as the issue is unconfirmed. H3 other text : see h10.